Event description:
It was reported that during preparation for use, the device showed an error e315 error code (unsupported scope on stack). Another scope was used for the planned procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Device return evaluation was completed . The customer complaint was confirmed. Device evaluation found an error e315. During initial inspection ¿error code e315 unsupported scope¿ was displayed, a comprehensive leakage check was completed, the device was observed not leaking. A full technical evaluation was completed in accordance with the OEM specification. The following defects were identified in relation to the customer specified fault: scope connector (s-connector)- water leakage test showed water ingress- testing failed image condition check- error code noted- testing failed. The instrument was visually inspected externally for damage that could be attributed to the customer specified fault. No abnormalities or associated damage were identified during the inspection. No image was present when the endoscope was connected and switched on. Error code e315 unsupported scope was displayed on the screen, the plug body was dismantled, the moisture indicator has been triggered, turning pink after contact with fluid / moisture, evidencing fluid within the plug body, moisture droplets were evident and corrosion was observed. Technical evaluation has confirmed the customer specified fault of error code e315 unsupported scope. Fluid ingress was evident inside the endoscope connector triggering the pink moisture indicator. Service repair was unable to confirm how the fluid has entered the instrument; however based on investigation in the past has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately less than 1 year has passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused by shorting out at the circuit board of the connector by the water invasion. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.